Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the device. Device wrinkling: observed. Double capsule: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Rupture: not observed. Seroma: unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, rupture, lymphadenopathy, seroma, swelling, and double capsule. The device has been explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Rupture, lymphadenopathy, seroma, swelling and double capsule. The device has been explanted.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma and lymphadenopathy are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii, seroma and lymphadenopathy.